Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.  Omnipod insulin management system ¿ user guide.  Model: ust400. 17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient sought medical attention while wearing the pod between 4 and 24 hours. Patient experienced a blood glucose level of 37 mg/dl and reportedly lost consciousness; patient awoke, fed herself 2 glucose tabs and was taken to the hospital by spouse; paramedics were present at one point as well. Patient also reported experiencing high bg levels at the hospital and believes she was treated with insulin while unconscious. Patient was released after spending 5 hours in the hospital.